Manufacturer narrative:
One 6f engage introducer sheath and dilator were received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. Microscopic inspection of the hemostasis hub revealed the seal had been rotated onto its side; the displaced seal is consistent with the leak. The cause of the displaced seal remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Related manufacture ref: 3005334138-2023-00534. During a diagnostic cardiac cath procedure, upon removal of the device from the patient, blood was noted inside the device due to a valve issue. There were no adverse consequences to the patient.

Manufacturer narrative:
Concomitant device: unknown engage introducer.